Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that they experienced high blood glucose level of 600 mg/dl. Customer¿s current blood glucose level was 179 mg/dl. The customer¿s mother feels ok to troubleshooting high blood glucose level. The customer¿s mother reported that the cannula was bent and the location was lower back area. Customer was using insulin pump system within 48 hours of reported high bg event. Customer¿s mother reported that they did not contacted their health care professional regarding the high blood glucose event. The customer¿s mother did not provide any symptoms regarding high blood glucose. The customer was treated for the high blood glucose with manual injections. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer¿s mother report customer did not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.